Event description:
It was reported that during a da vinci si abdominoperineal resection procedure, the cable on the small grasping retractor instrument snapped while the surgeon was grabbing tissue.. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable was loose at the distal clevis hub. Both cable crimps remained in the clevis and no damage was found on the cable. Upon housing removal, engineering found the pitch cable broken at clamping pulley that created the loose tension by the clevis. Additional observation not reported by the customer was main tube damage. The distal end of main tube had various scratch marks showing light material removal. Scratches were short in length and were not axially aligned with the tube. Evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage, if to reoccur, could cause or contribute to an adverse event.